Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed. "Gambro does not regard the submission of this report as an admission of liability."

Event description:
Customer complains blood leak during treatment. Blood flow rate, 100 ml/min, tmp, 128mhg. The blood lose was about 3-4ml. No pt harm and no medical intervention was needed.